Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device the test failed due to the proximal tube being disconnected from the outlet side panel. The device's blower chassis and system board were replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked.